Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the lead was explanted and replaced. Effective therapy was established.

Event description:
It was reported the patient experienced autoreducing. Diagnostic confirmed a high impedance issue. As a result, surgical intervention may occur later to address the issue.